Event description:
It was reported that the fowler and gas spring cylinder are bent. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Investigation ongoing, a follow-up report will be submitted with results.